Event description:
The reason for this letter is to report an incident that occurred while performing a venous stent placement. The incident involved using the boston scientific xxl vascular large diameter 7 f balloon dilatation catheter 14 cm x 6 cm 75 cm. The incident occurred on (B)(6) 2019. Pt was scheduled for iliac venous stent placement for symptomatic pelvic vein compression. The pt was under conscious sedation. We had completed placement of the (venovo 14mm x 100mm) venous stent to the right common iliac vein and proximal external iliac vein. We used the specified balloon catheter to perform a venoplasty post-stent placement. After completing the venoplasty and deflating the balloon, and as we were pulling balloon catheter into the sheath, we noted that the entire distal tip of the catheter had detached without resistance at the proximal end of the balloon portion and traveled to the pulmonary artery. We were able to retrieve most of the detached piece of the distal catheter with a merit medical 7f en snare catheter. There remained a small fragment of the balloon within the right internal jugular vein at the access site of the right internal jugular vein with a portion extending into the sot tissues of the right supraclavicular area. It was decided at this point to send the pt to the hosp for removal with the expectant expertise of a vascular surgeon (possibly with a cut down technique) since it was difficult to extract out balloon fragment after a few reasonable failed number of attempts. The pt left via ems in stable condition, and the hosp staff was informed of the situation. On f/u with relatives, it was reported that there was a perforation of the heart, presumably related to the passage of the catheter fragment through the right atrium. We believe the balloon catheter produced was defective, a similar failure of the same catheter occurred two weeks later. We have notified boston scientific about the incident and about the failure of its balloon catheter. FDA safety report ID# (B)(4).